Event description:
It was reported that metal filings were noted on the sterile field during a procedure. The exact root cause could not be determined. No adverse consequence was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Manufacturer narrative:
The reported event, metal shavings, was not duplicated; however it was confirmed that metal shavings were found in all five attachments received with the handpiece. The metal shavings found in the attachments likely caused the shavings reported, rather than a failure of the handpiece. The device was serviced for preventive maintenance, and returned to the user facility.

Event description:
It was reported that metal filings were noted on the sterile field during a procedure. The exact root cause could not be determined. No adverse consequence was associated with the device.

Manufacturer narrative:
During the device evaluation the reported event of metal shavings was not duplicated. However, it was confirmed that metal shavings were found in all five attachments received with the handpiece. The metal shavings found in the attachments likely caused the shavings reported, rather than a failure of the handpiece.

Event description:
It was reported that metal filings were noted on the sterile field during a procedure. The exact root cause could not be determined. No adverse consequence was associated with the device.